Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly with no cap, ars, introducer needle and other various components for evaluation. Visual inspection of the returned guide wire revealed no visual defects or anomalies. No kinks, bends, or deformations were observed. No visual defects were observed on the other returned components either. The total length of the guide wire measured to be 603 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the guide wire measured to be 0.798 mm which is within specifications of 0.788-826 mm per product drawing. No dimensional issues were found. The returned guide wire was passed through the returned ars/introducer needle assembly. No resistance was felt. The returned guide wire was passed through the returned catheter. Again, no resistance was felt. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The customer complaint of a kinked guide wire was not confirmed through this investigation. No observed defects were found on any of the returned components. The guide wire passed all relevant dimensional and functional specifications and a device history review was completed with no relevant findings. No problem was found on the sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The doctor found the guidewire was bent and couldn't get in prior to patient use. Another device was used to complete the procedure.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The doctor found the guidewire was bent and couldn't get in prior to patient use. Another device was used to complete the procedure.